Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during the surgery the pump of the psi-tec iii aspirator without pneumatic power source (110 volt) ceased to function. No patient or user consequences occurred with this issue.

Manufacturer narrative:
On (B)(6) 2019, according to the information provided, it was reported that during the case the pump ceased to function. During evaluation of the sample, minor scratches on unit were observed. Per the service manual, operational. And diagnostic analysis, confirmed "pump ceased to function". Replaced both blown fuses as identified in the investigation to address the reported issue. Unrelated to the issue, found 8 missing screws, and replaced. The testing of the device was completed per the service manual. The unit is fully operational. The product has passed the in-process, final, safety tests and is guaranteed to meet the strict manufacturer's specifications. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the unit had minor scratches. The analysis was performed. The following was performed: replaced both blown fuses. Unrelated to the issue: found eight missing screws and replaced. The unit passed all functional tests and is fully operational. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019 it was reported incorrectly that the is initial use of device, the actual correct information is ¿ reuse ¿ and was reported also incorrectly, the correct information is ¿labeled for single use? No. ¿ manufacturer¿s reference number: (B)(4).